Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm however not able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Device alarmed motion sensor test failure during rewinding due to exposure to magnetic resonance image. Unable to perform any test . Device keep alarming motion sensor test failure.